Event description:
It was reported that the patient presented during a routine follow up. Upon interrogation, it was found that the device was post paced t wave over sensing. Patient was asymptomatic. Programming changes were made and over sensing was resolved.